Event description:
It was reported that cartridge was damaged when cartridge pigtail broke after infusion set tubing was pulled and caught on a doorknob, and this occurred one time. There was no adverse impact to the customer's blood glucose level. Caller changed cartridge and successfully resumed insulin therapy, and event was determined to be due to user error, with no additional information received regarding any further outcome.